Manufacturer narrative:
Product evaluation: the console was evaluated and repaired on september 10, 2014. Information extracted from the service report: replace resonator, but lps failure too, waiting for a new lps. The lps was repaired on september 16, 2014. Probable root cause: based on the service repair information the root cause was determined to be the resonator and lps. A review of the service cases for this laser (B)(6) revealed that there has been no reported reoccurrence of this event type since the service repair was completed and the laser was released to the customer for use.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2014. The replaced laser power supply (lps) s/n (B)(4) was returned to ams on (B)(6) 2014.

Event description:
It was reported that the "xps console stopped and gave error numbers 201, 235, 202 and it was not possible to reset". The "equipment power failure was after 10 minutes and it was not possible to continue using the fiber". The physician reverted to an alternate surgical procedure (turp) to complete the case. There was no injury to patient reported. This event was translated from spanish to english.